Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench and an output transistor was noted to be damaged due to hv therapy delivery into a low impedance load. The cause of the low impedance load could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device failed to deliver therapy during dft testing. The patient was rescued by external defibrillation. The device was explanted and replaced. The new device was successfully tested and the patient was stable post procedure.